Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. Summary: it was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The external packaging and sterility was damaged and compromised. The external packaging and sterility was damaged and compromised. Another catheter was selected and used. There was no physical damage to the inner box or packaging. The device was secured properly in the tray. It is unknow if the device was damaged due to any part of the packaging being damaged: did not test the device; the outer packaging had a giant crease. The pouch was compromised; hospital did not want to open the u/s catheter and place in patient body due to creases on white portion of packaging. The packaged was opened and catheter was removed so it could be sent in the quality box provided. The compromised pouch seal is MDR-reportable. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned product. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the soundstar eco. It was stated that the issue reported was related to the pouch of the catheter. Since the original pouch was not returned, no analysis could be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The external packaging and sterility was damaged and compromised. The external packaging and sterility was damaged and compromised. Another catheter was selected and used. There was no physical damage to the inner box or packaging. The device was secured properly in the tray. It is unknow if the device was damaged due to any part of the packaging being damaged: did not test the device; the outer packaging had a giant crease. The pouch was compromised; hospital did not want to open the u/s catheter and place in patient body due to creases on white portion of packaging. The packaged was opened and catheter was removed so it could be sent in the quality box provided. The compromised pouch seal is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).